Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
A pt with metastatic cancer was taken to the operating room on (B)(6) 2012 for tumor removal on the tibia. As much of the tumor as possible was removed and pt was implanted with a 12mm ti cannulated tibial nail-ex and 2 5.0mm ti locking screws. The pt subsequently developed an infection and was returned to the operating room on (B)(6) 2012 for amputation of the lower extremity. Reportedly the cancer has spread throughout the pt¿s body. This report is #3 of 3 for the same event.